Event description:
Per the clinic, the patient also was treated with oral and topical antibiotics (specific date and duration not reported) to control the infection.

Event description:
Per the clinic, the patient developed an infection around the abutment site. Subsequently, the abutment was removed on (B)(6) 2025, and the patient also underwent a skin revision surgery to remove some soft tissue around the site. The internal fixture remains. Additional information has been requested but has not been made available as of the date of this report.